Manufacturer narrative:
A follow-up report wil be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device failed to display a 3 or 12-lead ECG during use on a patient. Patient care was transferred to a backup als unit. No negative patient impact was reported.